Event description:
Customer reported on a bravo capsule which failed to detach from esophagus. It has been 7 days since the bravo procedure took place and the capsule was still attached. The pt went for an endoscopy to have it removed.